Event description:
Manufacturer's representative reported proximal catheter replacement due to csf leak, and identified "hole" in explanted piece. The explanted catheter portion has been returned to manufacturer for analysis, which is not complete at the time of this report. Additional information has been requested from the hcp regarding patient symptoms, device troubleshooting and outcome related to the reported event. A follow up report will be sent when information is received, and device analysis is complete.